Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was placed inside the patient and the catheter was inserted into the sheath. When the physician tried to aspirate the sheath, air bubbles were continuously coming through the side port. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The returned faradrive was analyzed, passed all tests performed, and exhibited normal device characteristics. The air seen in the field was not confirmed. No problem was detected with the returned device that could have caused or contributed to the issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the visible air in the device could not be determined. Correction to the initial MDR in blocks e1: initial reporter first and last name.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was placed inside the patient and the catheter was inserted into the sheath. When the physician tried to aspirate the sheath, air bubbles were continuously coming through the side port. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.